Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was unable to communicate with his ipg using the charger or programmer as of (B)(6) 2016. The patient last charged his ipg to full on (B)(6) 2016, and stimulation was last felt on (B)(6) 2016. During troubleshooting, communication error 2501 was observed on the patient programmer screen. Patient requested to have the scs system removed. It was also reported the patient was experiencing pain and discomfort at the ipg site from his pants waist band. The patient was treated in the ER on (B)(6) 2016, due to pain at the ipg site. The patient underwent surgical intervention where the patient's entire scs system was removed.